Event description:
It was report review of an electrogram revealed low level, high frequency noise that was inhibiting pacing with the possibility of myopotential oversensing. Turning off the low frequency attenuation filter was recommended. The patient will be monitored with routine follow-up. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
New information received states that the device was explanted and replaced. No further information is available at this time.